Manufacturer narrative:
(B)(6).

Event description:
The consumer reported that their implantable neurostimulator (ins) was placed above the left buttock back area. The site was bulging and very painful to sit and lean back. The physician told the patient that it was normal and it was the battery. The patient continued to experience pain. Two months prior to the report, the patient had excruciating pain and they went to see a neurosurgeon. It was determined that the battery had shifted out of place. A repositioning surgery was scheduled on (B)(6) -2015 to move the battery back to the left side. That patient was "there all day for a minor surgery because the nurse was placed with spinal cord fluid in her face and they had to run bloodwork on the patient for the nurse's safety." The patient was released on the same day. The next day, the patient had a 101 fever and could hardly move. On (B)(6) 2015, the patient was moving better but she had a 101.8 fever, her sugars spiked and had excruciating pain at the left side incision. The back incision was fine. The patient went to the ER and "not even a half an hour later, the site was red, hot to the touch, very painful and the redness widened." It was infected and the patient was given IV antibiotics. Bloodwork was performed. On (B)(6) 2015, the patient was told by the neurosurgeon that the site was not infected, but bruised. The physician noted that the patient may have an infection elsewhere, but he discounted a site infection. The patient then drove to the ER and 2 doctors told the patient it was infected and the patient had sepsis. An ultrasound of the site was performed and it showed an infection. The patient was put on 4 antibiotics. The patient was in the intensive care unit (ICU) from (B)(6) 2015 and she was in isolation with (B)(6) as well. The site was still infected and was very painful. The patient further noted that the trial stimulation that she had in for a week was a miracle but the permanent one was nothing like it. It was very had to charge, hard to reach the site to turn it on, hard to charge if you lost signals and didn't deal with the pain and neuropathy like the trial did. It was very misleading. The patient was told that the physician wouldn't remove it due to high risk of paralysis. If additional information is received, a supplemental report will be sent.